Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/2.5 mm balloon could not be deflated despite changing the inflation device. The balloon was being used for predilatation of a severly calcified lesion. The physician transferred the pt viaa ambulance to the facility for removal of the inflated balloon. The facility cardiologist easily removed the balloon and determined that the balloon had most likely deflated during the patient's transfer in the ambulance. Following removal of the balloon catheter, the pt had CABG surgery with three saphenous vein grafts. Pt status is reported as 'good'.